Manufacturer narrative:
(B)(4). UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03040. It was reported the patient never received effective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which an additional lead was added. It was also reported an additional scs ipg was added to accommodate the patient's increase in lead number. The issue resolved with the additional lead.